Manufacturer narrative:
A field service representative (fsr) replaced the high concentration waste peristaltic head tubing because aspiration for the cuvette washer nozzle #1 was poor. This part was coded worn out from normal use. Field service also indicated a possible issue with improper sample preparation due to the timing of the results. Possible sample preparation concerns and poor aspiration of cuvette washer nozzle # 1 were considered to be the likely causes of the issue. No subsequent complaints of discrepant/erratic results were reported after the field service visit. A review of labeling concluded that the issue is sufficiently addressed. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. A malfunction of the peristaltic head tubing was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that discrepant architect potassium and chloride results were generated for two patients on (B)(6) 2016. Sample ID (B)(6): initial results were 9.2 mmol/l potassium and 128 mmol/l chloride. Repeat results were 4.9 mmol/l potassium and 106 mmol/l chloride. Sample ID (B)(6): initial results were 7.1 mmol/l potassium and 116 mmol/l chloride. Repeat results were 4.3 mmol/l potassium and 101 mmol/l chloride. Results were reported out of the laboratory before the technician decided to repeat the samples. Corrected reports were issued. No adverse impact to patient management was reported.